Event description:
The customer stated that her blood glucose was tested using another meter and the readings were 69 and 54 mg/dl. She retested using her contour and received readings of 132 and 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned for evaluation.